Event description:
A customer reported a vitreous cutter did not cut during a procedure. The product was exchanged and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).